Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, if the device is returned in the future this complaint will be re assessed, therefore, root cause undetermined. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Complaint history for the reported¿event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required.¿a DHR review cannot be performed as lot number is unknown. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. However please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was solved by exchanging the canister. There was no patient harm. There was no delay. Canisters will not be returned. The lot number of the canister could not be confirmed.